Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 09, 2024.

Manufacturer narrative:
This report is submitted on september 27, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and shocking sensation with the device. Subsequently, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.